Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was in an uncomfortable location and was having difficulty charging. The patient underwent a revision procedure where in the ipg was repositioned and the patient was doing well postoperatively.